Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis therapy. The event was discovered following a report of discomfort and shortness of breath experienced by the patient during dwell four of four of their treatment. The technical support representative assisted the patent with performing a stat drain and the patient drained 4031ml. This volume is equal to 183% the patient¿s fill volume. Following the stat drain, the patient¿s symptoms resolved. Due to the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the issue. The patient declined a replacement cycler at the time of the initial report and stated that their peritoneal dialysis registered nurse would contact technical support if they changed their mind. Follow up with the patient¿s peritoneal dialysis registered nurse clarified that the patient did not experience any injury or require medical intervention as a result of the reported issue. It was noted that the patient had ongoing catheter issues which could have caused or contributed to the iipv event. The patient was trained on performing stat drains and using manual supplies if needed. A replacement cycler was provided to the patient and the patient¿s catheter was scheduled to be replaced. The patient was scheduled to perform back-up in-center hemodialysis therapy for several weeks while the new catheter site healed. The patient would return to using the cycler with approval from the doctor.